Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial arrhythmia. It was also noted that the implantable pulse generator (ipg) had pauses on telemetry. The lead and device remain in use. No patient complications have been reported as a result of this event.